Event description:
Caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.